Event description:
Patient fell when attempting to get out of bed, the ppm did not alarm. The caller is not aware if the patient was injured, he said he would find out. The ppm did alarm three times during the night when patient was attempting to get out of bed. The facilities maintenance has tested the ppm and it has worked every time.

Manufacturer narrative:
The facility indicated they are not prepared to release additional information at this time.